Event description:
The sales rep, has reported on behalf of the customer, that during surgery a 36mm lfit head was attempted to be fitted on to a v40 exeter stem. The customer reported that the head would allegedly not sit on the stem and that it appeared that the taper of the head may be too big. The customer has reported that the surgery was completed successfully by using a different stryker head. The customer has reported that the alleged event caused a 5-10 minute delay whilst another head was found and opened.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 36mm lfit head. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding a size/fit issue involving an unknown femoral metal head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed, device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: not performed the device was not properly identified. Complaint history review: not performed the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, device return and the operative report are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened. Device not located for return.

Event description:
The sales rep, has reported on behalf of the customer, that during surgery a 36mm lfit head was attempted to be fitted on to a v40 exeter stem. The customer reported that the head would allegedly not sit on the stem and that it appeared that the taper of the head may be too big. The customer has reported that the surgery was completed successfully by using a different stryker head. The customer has reported that the alleged event caused a 5-10 minute delay whilst another head was found and opened.